Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in the hospital stating they did not feel good. The pacemaker had inappropriate capture and was found to be in back-up vvi mode due to eri. The physician alleges premature battery depletion on the pacemaker. The pacemaker was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The field complaint of premature discharge of battery was not confirmed. The field complaint of pacemaker found in back-up mode was confirmed. The field complaint of capturing problem was not confirmed.the pacer was received with battery voltage measured at eol. Battery fluctuations due to device programmed settings triggered the bvvi. Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed, device¿s implanted duration exceeded projected longevity and is considered normal battery depletion.